Event description:
It was reported that a pta balloon catheter could not be retracted from the guidewire after a balloon inflation at 8-10atm in the hypogastric artery. Force was then applied and the catheter broke mid-balloon. The balloon catheter and the guidewires were removed together as a single unit. Another balloon catheter was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. This is the only complaint reported for this lot number. The device returned for eval and the investigation is currently underway.